Event description:
Customer called to report air bubbles in the reservoir of the insulin pump. Customer also reported that the replacement reservoirs would not lock onto the tubing connector nor into the pump. Customer's blood glucose levels were not included in the report. Advised the customer to monitor the issue. The reservoirs will be replaced as a courtesy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.